Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. A total of 10 retained samples were subjected to a visual inspection for sleeve leakage, and none of the samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 5. It was reported while using bd vacutainer® eclipse¿ blood collection needle, blood leaked from the non-patient end of the device with one patient. No adverse impact was reported regarding the patient or user.

Event description:
Report 2 of 5. It was reported while using bd vacutainer® eclipse¿ blood collection needle, blood leaked from the non-patient end of the device with one patient. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.